Manufacturer narrative:
Result image files from the galileo were reviewed by an immucor technical support specialist. Visually, the samples appeared to be showing very weak positive reactivity in one of two k+k+ wells and negative in the other. The galileo reported both as negative. Unable to rule out that sample may be displaying a weak reacting antibody. An immucor field service engineer cleaned stylus, flushed manifold, replaced the reagent arm probe, tubing, and syringe, and cleaned camera. The daily and weekly maintenance was performed. The qc, aborh and 2-cell screening assay were performed on several patient samples with acceptable results. The instrument is operating as expected.

Event description:
A customer obtained unexpected negative results on the antibody screening assay when testing two samples (same patient) on the galileo instrument (B)(4).